Manufacturer narrative:
The explanted devices involved in this event are not available to be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented emergently with a rupture. The physician elected to treat the patient by explanting the ovation devices on (B)(6) 2019. The patient was reportedly recovering in the ICU (intensive care unit). As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. The urgent presentation with ruptured aorta complaint is confirmed only from the emergency room records. An evaluation of the reported open-repair with partial explant complaint could not be completed due to a lack of receipt of relevant medical reports and/or imaging. Several attempts were made to obtain medical records and denied response was received. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. Unable to identify the contributing factors due to lack of the relevant medical information. The final patient status was reported being in ICU post the open repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.